Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during da vinci-assisted surgical procedure, the piece that the insufflation tubing screws onto broke off. The procedure was completed with no reported injury. Intuitive followed up and obtained additional information. Seal was inspected prior to use. There was no noticeable damage. The luer part of the cannula seal broke off during the case, the insufflation tubing was connected to it. No troubleshooting happened. The piece broke off & fell onto the drape. Moving arms around for dissecting. We switched ports for insufflation so no loss. Loss of insufflation did not provide challenges. The customer moved it to another port. Procedure was completed robotically. Video recording not available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal seal was analyzed and found to be broken at the luer fitting. A piece measuring approximately 0.232" x 0.253" was not returned with the product. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
Refer to h11 for follow-up information.